Event description:
Event description guidant received information that the implanted right ventricular lead was observed to be oversensing, had a loss of pacing capture, and high impedances. During the procedure to explant the patient's ICD and implant a bi-ventricular pacing system, the rv lead was exhibiting high pacing thresholds and blood was observed in the lead lumen. The lead was explanted. A new lead was successfully implanted.